Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided. Additional information has been requested.